Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) sensor pairing failed on the ilet bionic pancreas after the user entered an incorrect pairing code, after which they were guided to toggle the sensor and complete a correct re-pairing. No clinical signs, symptoms, or conditions were reported. Outcomes included successful re-establishment of sensor pairing without medical intervention or hospitalization. User support included device use review and troubleshooting with education on correct pairing workflow. Investigation of this case revealed user error in sensor selection and code entry, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.